Event description:
On (B)(6) 2013 the distributor contacted animas alleging that recurring call service alarms had occurred. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history show several related call service alarms for the reported event period. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. During investigation, a rewind was attempted and the pump alarmed with a call service alarm during the rewind attempt. The pump cover was removed and a defective component on the printed circuit board was identified. Once the defective component was removed, the pump powered on normally and was primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.